Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings, no delivery and weak battery from the insulin pump. The customer had reading such as 295 mg/dl and took 3.15 unit corrections. The customer had blood glucose of 406 mg/dl and took a 5.35 unit correction. The mother stated that the pump alarmed no delivery 10 times in a row. The mother stated that the pump had a failed battery alarm as well as weak battery alarm. The customer stated that the battery in use is (B)(6) aaa alkaline battery. The customer was advised that a weak battery will occur prior to a failed battery test or low battery alert. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.